Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit was monitored and no blank display anomalies were noted. Unit passed selftest, unexpected restart error test, rewind and displacement test. However, unable to prime unit during the prime/delivery test and motor error alarm during basic occlusion test due to slightly loose drive support disk. The motor was tested outside the device and passed. Unable to perform excessive no delivery test due to loose drive support disk. Unit received with cracked case at display window corners, cracked case at reservoir tube window corners, cracked belt clip slot, cracked battery tube threads and minor scratches on lcd window.

Event description:
Customer reported via phone call no delivery alarm, motor error alarm and blank display on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for motor error alarm was performed. Customer completed the rewind process. Customer had dropped the device and there was physical damage in addition to the alarms. Customer declined to further troubleshoot the device since the insulin pump was replaced. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.